Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 90% stenosed target lesion was an area of instent restenosis located in the moderately tortuous and moderately calcified right common iliac artery. A non bsc guide wire was advanced to the lesion. A 8.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 14 atms after being inflated for 30 seconds. The procedure was completed with a 8mmx40mm non-bsc device. No patient complications were reported and the patient's status good.